Manufacturer narrative:
The device was returned for evaluation. The reported e224 scope communication error was confirmed. Additionally, the switch was defective/no switch depression as the switch components were damaged. The investigation is ongoing; therefore, the root cause of the reported issue/malfunction cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
The service center was informed by the equipment manager at the user facility that the 4k autoclavable camera head had a scope communication error, e224, during preparation for use. There was no patient involvement reported. The camera head will be returned to the service center.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been 2 years since the subject device was manufactured. It was also noted the rear cover label was faded, and a defective switchboard was observed. The defective parts were replaced which resolved the issue, the unit was restore back to specifications. Based on the results of the investigation, the cause of the reported event is due to faulty cabling unit. Olympus will continue to monitor field performance for this device.